Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of fatigue at the routine device follow-up. No device or lead issues were observed during the check, so a holter monitor was used. Review of the holter results showed frequent cardiac arrests of up to four seconds. Although lead measurements were all within normal range, a lead fracture was suspected; however, no fracture was confirmed via x-ray. During troubleshooting, noise and oversensing were produced with pocket manipulation. A revision procedure was scheduled for three days later. During the revision, the device was removed from the pocket. Blood was observed within the lead. The lead was tested with the programmer while connected to the device and an impedance measurement of greater than 2,500 ohms was caused by gently pulling on the lead. The lead was cut and when the physician was capping the cut end, a portion of the conductor coil was pulled out of the patient. An incomplete lead fracture was suspected and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.